Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure the clip attaching the suction tubing to the photonblade hand piece broke off and fell into the patient's wound. The surgeon had to remove the plastic piece from the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure the clip attaching the suction tubing to the photonblade hand piece broke off and fell into the patient's wound. The surgeon had to remove the plastic piece from the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.